Event description:
Information received by medtronic indicated that the customer has reported a pairing issue with the pump and minimed mobile device app. No harm requiring medical intervention was reported. Troubleshooting was performed and found that the issue was not resolved. The customer will continue using the device and it will not be returned for analysis.

Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.